Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cat#12-115122, lot 2986019 (biolox delta hip system ceramic head). Biomet cat#51-104140, lot 6691201 (taperloc cementless stem). Zimmer cat#6202-56-22, lot 64553178 (tm cluster shell). Zimmer cat#6250-65-35, lot 64323444 (bone screw 6.5x35mm). Zimmer cat#6250-65-25, lot 63010467 (bone screw 6.5x25mm). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right tha. Approximately 3 weeks later the patient lost balance and fell. The patient was revised due to dislocation and wound dehiscence. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h6. Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient was revised after he fell on his right hip, opening up the incision and dislocating the hip. 4cm incisional dehiscence was thoroughly debrided. Fascial dehiscence was also noted centrally and this suture was also removed. All products were removed and new zimmer biomet products were implanted. Review of the device history records identified no deviations or anomalies during manufacturing. Based on the findings noted in the medical records, the reported wound dehiscence and dislocation is likely cause by the patient's fall. However, the reason for the fall is unknown. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.